Event description:
It was reported that the device is oversensing far field r-waves intermittently, and that reprogramming of sensitivity could not eliminate ("adjust around") the oversensing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.